Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger was unable to recharge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient was experiencing battery charger faults.